Event description:
The device switches on automatically and prompts memory full. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 10th march 2014. Corrosion on the membrane tail, due to suspected storage outside of the indicated conditions. The device was returned for ¿device switching on automatically and memory full prompts¿. Between (B)(6) 2019 and (B)(6) 2019, the device records multiple manual power ons mainly 10 minutes duration which resulted in the memory becoming full and causing the user to be alerted with a ¿warning, memory full¿ prompt. The fault was traced back to the corrosion observed on the membrane tail which would account for the multiple manual power ons of mainly ten-minutes duration recorded in the history log. The faults could not be replicated when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device switches on automatically and prompts memory full. There was no patient involved in this event.